Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
The zilient guide wire became stuck in the vessel and during removal the tip fractured and the fragment remained in vivo. The target lesion was located on the distal side of the anterior tibial (at) artery.

Manufacturer narrative:
Complaint investigation underway.

Event description:
The zilient guide wire became stuck in the vessel and during removal the tip fractured and the fragment remained in vivo. The target lesion was located on the distal side of the anterior tibial (at) artery.